Event description:
During a knee arthroscopy procedure, the device emitted metal fragments and additional irrigation of the surgical site was required. No injury to the patient or adverse event was reported.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks on the inner shaft. These markings are an indication that the device did experience side-loading, thus causing discharge of metal fragments.